Manufacturer narrative:
It was reported in the complaint "potential type iii endoleak". The complaint reported was not confirmed based on the medical director¿s case review. The graft remains in situ and therefore was not returned for evaluation. However, images were provided and reviewed by clinical personnel and the following was determined "the patient had a zfen+ implanted in may on the clinical trial, and all appeared to go well. However, on the follow-up imaging, there is a significant type 1b endoleak at the distal end of the r. Iliac leg graft. This endoleak extended proximally into the aaa sac. In there, it gives the impression of a type 2 endoleak, but in fact with careful scrolling of the scan, it can be seen to be continuous with the type 1b endoleak at the r. Iliac leg. I think it¿s all the one endoleak ¿ but the subsequent core lab comments suggest the possibility of two endoleaks, including a type 2. The core lab apparently commented on the vague possibility of a type 3 endoleak on the secondary angio runs, while the patient was receiving a zbis device to extend and fix the type 1b endoleak in the r. Iliac. However, on the very limited views I have access to from that secondary procedure, I can¿t see any sign of an endoleak. Most of the few images I have from that secondary intervention are single-frame still images, with no contrast angiography. There is one exception ¿ a very brief run during the ballooning of the internal iliac artery bridging stent (gettinge). But there is nothing on any of those images to suggest an endoleak. I am wondering if there may be a type 2 endoleak in the lower part of the aaa sac from a lumbar artery, and that this may be what core lab saw. That could be consistent with the apparent proximal extension of the type 1b endoleak seen on the previous CT scans, the reason for the zbis procedure. It is feasible that the type 1b and a type 2 endoleak, merging into a single flow of contrast, could look like the images on the CT scan". Review of the device history record was not able to be conducted as the manufacturing records review could not be completed as the lot number is unknown. A device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate.

Event description:
On (B)(6) 2025, during a secondary intervention for a type ib endoleak on an earlier implanted graft, the patient received a zbis-12-61-41-us of unknown lot number. On the procedural angiography, they identified what was described as a type ii endoleak: ¿right iliac extension and iia component placed; persistent leak appears consistent with type ii though cannot completely exclude type iii.¿ the potential type iii endoleak mentioned would be at the location of the implanted zbis device and icast stent.

Event description:
On (B)(6) 2025, during a secondary intervention for a type ib endoleak on an earlier implanted graft, the patient received a zbis-12-61-41-us of unknown lot number. On the procedural angiography, they identified what was described as a type ii endoleak: ¿right iliac extension and iia component placed; persistent leak appears consistent with type ii though cannot completely exclude type iii.¿ the potential type iii endoleak mentioned would be at the location of the implanted zbis device and icast stent.